Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set tubing detachment due to humidity event on (B)(6) 2026. The site of insertion was thigh. The infusion set was in use for two days. No further information available.